Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing.

Event description:
It was reported that the screen of this programmer was unresponsive during threshold testing. Reportedly, the programmer had to be shut down and the touchscreen was non-functional afterwards. The programmer was exchanged and is expected to be returned to boston scientific for analysis. There were no adverse patient effects.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. An error code was recorded in the programmer logfile related to the board functionality. The programmer was disassembled, and it was determined that an issue with the screen touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the screen of this programmer was unresponsive during threshold testing. Reportedly, the programmer had to be shut down and the touchscreen was non-functional afterwards. The programmer was exchanged and is expected to be returned to boston scientific for analysis. There were no adverse patient effects. The programmer was returned for analysis.